Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 5/5. The hp stated he was connected at the time of the alarm and had not disconnected any time prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) explained the alarm. The hp further confirmed there were no leaks. The tsr advised the hp to cycle power, to retrieve the cassette, and to follow up with the nurse (rn) about the alarm. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). This report was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).